Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. Customer stated the insulin pump's screen was half clouded with moisture. The customer's blood glucose was 53 mg/dl. The customer was unsure how the insulin pump was exposed to moisture. Customer also reported the insulin pump alarmed battery out limit when the battery was removed and re-inserted. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no moisture damage on the electronics or motor assemblies per visual inspection. The following cosmetic damage was noted on the device: cracked case at the display window corners, cracked display window, and minor scratches on the display window.